Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the ipg and both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Correction: section b1-type of report - product problem was inadvertently not checked off in the initial report. Correction: section h6- the health effect - clinical code should have been 2388-inadequate pain relief and 1924-failure of implant rather than 2388-inadequate pain relief only. The report of ¿high impedance¿ was confirmed. Analysis of the returned lead b found a kink on the outer tubing where all internal wire were broken. It was concluded that the fractures were consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Event description:
Related manufacturer report number: 3006705815-2024-01603, 3006705815-2024-01605. It was reported that the patient experienced pain at the ipg site as the patient is very thin. It was also reported that both leads had impedances. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.